Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73e2100421 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Stapler jams during use. Impossible to finish the charger. Stapler available at the pharmacy for analysis. Clinical consequences: new stapler used.

Event description:
Stapler jams during use. Impossible to finish the charger. Stapler available at the pharmacy for analysis. Clinical consequences: new stapler used.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 28 staples left in the cover block, indicating that at least 7 staples were fired by the end user. The sample appears used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first staple was preventing the staples from moving down the track and into the forming tool. The first staple that was misaligned was manually removed and the other staples were manually aligned properly. On the next attempt, the following staple was able to fire properly. This was repeated two times with the same result. To simulate skin insertion, the stapler was fired into a simulated skin pad. The next 23 staples were successfully applied to the simulated skin pad. However, the last staple was unable to fire since it did not advance all the way down the cover block. The stapler was disassembled , and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the first staple to misalign or the final staple to not advance in the cover block. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. After manually realigning the staples, all staples properly fired until the last staple was unable to advance all the way in the cover block. The sample was disassembled , and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.